Manufacturer narrative:
Due to character restrictions in block e1 full event site city name is (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that immediately after inserting and operating the intra aortic balloon(iab) catheter blood was drawn into the balloon, and it was replaced with another. There was severe calcification to the patient.

Manufacturer narrative:
Updated fields: b4, d8, d9, e1 (event site telephone), e3, g3, g6, h2,h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d4 (lot no., UDI no.), h6 (health effect ¿ clinical code, health effect ¿ impact codes). The product was returned with the membrane completely unfolded. Blood was observed on the exterior of the iab. One kink was observed on the catheter tubing approximately 76.2cm from the iab tip. The inner lumen was found occluded. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. We are unable to confirm the reported failure by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint ID: (B)(4).